Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure after an unspecified procedure. The clip was deployed but the device was difficult to remove. The device was manually removed using force. Hemostasis was achieved by manual compression. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.